Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings, motor error, battery out limit and moisture damage from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer stated that insulin dripped out from the insulin pump. The customer tried to rewind the pump and received motor error. The customer stated that the pump alarmed battery out limit after battery change. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify the battery out limit alarms, or the motor error alarm due to the blank display. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.